Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6), 2017, it was reported that the device was leaking and it failed the self-test when the device was turned on. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 3000 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the a.t.s. 3000 tourniquet on (B)(6), 2017 revealed that the reservoir leak error the device was giving at startup was due to the pump being unplugged from the central processing unit (cpu) board. The handle was discolored and corroded, the front and rear housings were cracked, and the quick reference cards were damaged. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the front and rear enclosures, labels, quick reference cards, on/standby button, and plugged the pump back in to the cpu board. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was revealed that there was reservoir leak error giving at startup was due to the pump being unplugged from the central processing unit (cpu) board. It was also revealed that the handle was discolored and corroded, the front and rear housings were cracked, and the quick reference cards were damaged. The root cause of the reported event was due to the pump being unplugged from the central processing unit (cpu) board. The issue was resolved with the replacement of the front and rear enclosures, labels, quick reference cards, on/standby button, and plugged the pump back in to the cpu board. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 3000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was leaking and failed self-test when the deice was turned on. The device was leaking internally. No adverse events were reported as a result of this malfunction.